Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the rigid arthroscope had broken components. There were no reports of patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. Three attempts were performed to obtain additional information, but no response was received from the customer. 1 the device was returned to olympus for inspection, and it was confirmed that the distal end was damaged. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the reported issue was a result of excessive force. The damage was caused by a massive high frequency (hf) current flashover triggered by an unintentional contact with other equipment or the distal ends touch each other without tissue contact during hf application. This led to a short circuit in the device. Olympus will continue to monitor field performance for this device.